Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown.

Event description:
The event involved a 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave clear, dual check valve, 1.2 micron filter, luer lock reported that aads (amino acid plus dextrose solution) infusion infusing via syringe pump. In-line filter found leaking at shift onset. Aads infusion stopped, maintenance infusion changed. When infusing aads over syringe pump, the line should be changed q24h instead of q96h. The filter never lasts 96 hours without leaking. There was patient involvement and no reported patient harm.

Manufacturer narrative:
One used device was returned for investigation. A device history review (DHR) could not be conducted because no lot number(s) was/were identified. The device was visually inspected. There were no anomalies noted upon visual inspection. As received, the filter vents on the 1.2 micron filter were wetted out with prior infuscate. The set was leak tested per product specifications. There was leakage from the inlet and outlet filter vents of the 1.2 micron filter. The reported complaint can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infuscate interaction during use. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infuscate interaction during use.